Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that the doctor implanted the intraocular lens into the patient's eye and the doctor noticed a defect (a slight discoloration/dark spot on the optic). The doctor attempted to polish it off with the irrigation/aspiration (I/a), but was unable to. The doctor removed the lens immediately by cutting it in half and replaced it with a similar sized lens. The incision size was not enlarged, and no vitrectomy had to be used. No rupture of the posterior bag was noted. In follow-up, it was reported that the removal and replacement of the lens occurred the same day, the patient was on the table when the doctor observed the mark and took out the lens. The patient is doing well post-operatively. No further information was provided.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. Upon receipt, only half of the lens was received for investigation. The lens was visually inspected under a microscope at 10x magnification. Scratches were observed in the lens including viscoelastic residues, fibers, and particles. However, a slight discoloration/dark spot was not observed on the lens; therefore, the reported complaint cannot be confirmed. The manufacturing record review was performed. The manufacturing process record was evaluated and showed the lenses were manufactured within specifications. The units were released according to specification. One (1) non- conformance report was issued; however, the report did not contribute to the reported complaint. A review of the directions for use (dfu) was conducted. The dfu adequately provides instructions and precautions for the proper use and handling of the device. All pertinent information available to abbott medical optics has been submitted.